Event description:
It is reported that during procedure in 2007, once final implants were opened and ready to be inserted, the surgical tech attempted to thread in the final femoral tm stem. The implant would not fully thread (only 1-2) onto the inserter. The implant was stabilized and put into the femur and insertion was attempted by dr. Upon final hit by mallet, the calcar on femur was cracked and required one cable.

Manufacturer narrative:
Evaluation summary: the probable cause for the incompatibility of the instrument with the implant is distal thread damage to the instrument. The thread damage may be the result of instrument misuse or not fully seating the instrument prior to impaction. The definitive cause for the thread damage is not known. There is insufficient info to determine the probable cause for the femoral calcar crack. As returned, the threads at the end of the threaded rod are damaged and will not accept the applicable thread gauge. Device history records are intact and conforming indicating product was manufactured to spec. There is no indication that design or manufacture contributed to this outcome.